Manufacturer narrative:
The user experienced severe hypoglycemia requiring hospitalization while on ilet therapy. Severe hypoglycemia requiring hospitalization is consistent with acute neurologic impairment requiring inpatient medical management. Review of available information identified that the user remained connected to the infusion set while performing a site change and intentionally initiated the fill tubing function, resulting in delivery of approximately 100 units of insulin. The user activated an emergency response device, emergency medical services transported the user to the hospital, and treatment with glucagon and IV dextrose was provided. Engineering review of the available device history identified no malfunction alerts, no motor errors indicating inaccurate insulin delivery relative to delivery requests, and confirmed the ilet behaved as intended. Based on available information, the event is attributed to use error resulting from performing the fill tubing procedure while connected to the infusion set. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 44 mg/dl. The user was transported to the hospital, admitted for glucose management, treated with glucagon and IV dextrose, and discharged on (B)(6) 2026. No long-term health effects were reported.